Manufacturer narrative:
Concomitant medical products: product ID: 9733686, software version #: (B)(4). Software logs were received, but not analyzed. No other products have been returned to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar c2-t1 fusion procedure. It was reported that there was an alleged inaccuracy during a procedure. They were doing a c2-t1 fusion and typically use two different navigation systems with two different imaging system spins - one at the head of the bed and the other at the foot. The first navigation system had a spin with c2-c6 and all screws were accurate. The second navigation system had a spin with c7 & t1. Both spins were acquired at the same time before any screws were placed. When the surgeon got to c6 and placed the screw, he saw cerebrospinal fluid (csf) leak. They did an imaging system spin and saw that the screw was placed medially 2 mm. They used the second imaging system spin for that level and continued placing screws. The surgeon did not think there was an issue with the system. It was noted t hat the probable cause of the issue was reference frame movement or anatomy movement. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. It was reported that the surgeon believed that the csf leak was as a result of the inaccuracy.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.